Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an unexpected myopic refractive error following an intraocular lens (iol) implant procedure. The patient was unhappy with the inability to drive, watch tv, or reading without straining to see. The lens was removed.

Manufacturer narrative:
Product evaluation: the product investigation could not identify a root cause. Information was provided that the 22.5 diopter lens was exchanged for a 21.5 diopter lens. (B)(4).